Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -6.00 diopter was implanted into the patients left eye (os) on (B)(6) 2023.the patient experienced transient loss of bcva. On (B)(6) 2024 the lens was exchanged for a longer lens of different power and the problem resolved.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).